Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to try different wall outlets and charging cables, but these actions did not resolve the issue.